Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 441 mg/dl at the time of the call. The customer treated their blood glucose with the insulin pump after changing the batteries. The customer stated that the blank display screen occurred multiple times. The customer leaves their insulin pump on the bathroom counter while they shower and stated that the battery cap is discolored. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.